Event description:
The customer alleged they received questionable igg antibodies to rubella virus (rubg), cmv igm, rubella igm, and toxo igm results on their e601 analyzer. The customer provided data for four samples, one of which had a discrepant rubg result. The patient's initial rubg result was 25.700 iu/ml and it was positive. The initial result was reported outside the laboratory. The sample was tested on an abbott architect analyzer and the result was negative. The patient was not adversely affected by this event. The rubg reagent lot number was 176176. The expiration date was requested but not provided.

Manufacturer narrative:
A sample was returned for investigation. The customer's rubg result could be reproduced. Investigation is ongoing.

Manufacturer narrative:
The sample was further investigated by neutralization with rubella virus, recomblot, and platelia rubella igg. The sample was neutralizable which indicated presence of specific igg, the blot test confirmed the sample was positive. The platelia rubella igg was also found to be positive. The sample was determined to be positive and the elecsys results were correct.

Manufacturer narrative:
This event occurred in (B)(6).